Manufacturer narrative:
A2: age at time of event: patient was over the age of 18 years. Upon receipt at our post market quality assurance laboratory, this ranger drug-coated balloon was visually and microscopically examined. The outer shaft, inner shaft, balloon and tip were visually examined and no damages were revealed. Microscopic examination revealed a pinhole at 67mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that there was a hole in the balloon. A 6mmx100mmx135xm ranger drug-coated balloon was selected for use in a percutaneous transluminal angioplasty procedure. During the procedure, the balloon was not inflating to the intended atmospheres and it was noted that there was a hole in the balloon. Another of the same device was selected and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Age at time of event: patient was over the age of 18 years.

Event description:
It was reported that there was a hole in the balloon. A 6mmx100mmx135xm ranger drug-coated balloon was selected for use in a percutaneous transluminal angioplasty procedure. During the procedure, the balloon was not inflating to the intended atmospheres and it was noted that there was a hole in the balloon. Another of the same device was selected and the procedure was completed. No patient complications were reported.